Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the catheter was removed and blood leaked and dripped from the hemostasis valve. Therefore, the hemostasis valve was removed and replaced and the procedure completed. No patient complications have been reported as a result of this event.